Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was returned for evaluation. Inspection of the device showed a cross section tear in the graft material on posterior and anterior side of the implant, which confirms the reported endoleak. Medical records were received and reviewed by a clinical representative. Based on the review of the medical records, a definite cause for the tears in the graft material cannot be determined. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approximately 6 months post-implant of a bifurcated device and two suprarenal aortic extensions the patient presented in the emergency room with abdominal pain. The patient became hypotensive and was taken to the operative room and the physician elected to convert to an open repair. Reportedly, during an open repair the physician noted that the suture line was intact and there was a type iiib endoleak where the limbs were joined to the center of the stent graft. The endoleak was noted 1-2 mm above the suture line. A second type iiib endoleak was also identified in the same location in the posterior aspect of the graft that had a large clot which had formed. The patient was treated with a dacron graft. It was reported that the patient tolerated the procedure well. Additional information: it was reported that approximately 2 months post implant of the devices, the patient presented in the emergency room with abdominal pain. A computed tomography scan revealed an outpouching in the anterior distal aorta consistent with fabric billow. The aortic sac was stable and no growth was noted. Approximately 4 months later, the patient presented in the emergency room with abdominal pain. A computed tomography scan revealed no significant changes from the follow-up visit.